Manufacturer narrative:
Additional information: the device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Manufacturer narrative:
Premature depletion was not confirmed by analysis. The device image was reviewed and a sharp drop in battery voltage was observed. The voltage drop and the charge time limit being reached were consistent with excessive hv activity within a short period of time. Clinical engineering was consulted and determined the battery performance alert was not valid. A longevity estimate was performed and showed normal depletion.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and the device was explanted. The patient wast stable.